Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported device below downstream occlusion limit, which was reproduced during evaluation. A review of the event history log identified the reported symptom as downstream occlusion messages. The cause was determined to be an out of the calibrated specification range force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was below the downstream occlusion limit. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.